Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer did not accept the offer for repair, as the device was listed as out of warranty. It could not be determined if the customer's issue was resolved. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no further details were provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
It was reported that the ventilator had an alarm message indicating proximal pressure sensor failed. There was no patient involvement. The investigation is ongoing.